Manufacturer narrative:
Investigation of reported issue is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure cannot be verified, & root cause cannot be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures, pilot balloon will not feel firm when squeezed between fingers. The cup locking mechanism must be locked at all times when using. IFU gives specific direction as to carefully removing the vcare after use. Upon removing, the surgeon should visually inspect the vcare & patient to make sure the entire device was properly removed & no components were retained in patient. For safe removal of the device from patient, follow instructions. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the the vcare medium (34mm) cup #60-6085-201a, unknown lot, recently experienced by bronson methodist hospital. Information received was that more than 5 vcare handles broke free during surgery over the last 4 weeks. No specific surgeon, date, or procedure information was provided. There was no reported impact or injury to the patients. No other clarification is available. The customer acknowledge that conmed was not previously notified nor were the devices kept for lot number or product code verification. Although there is limited information, based on previous reporting for similar incidents, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the the vcare medium (34mm) cup #60-6085-201a, unknown lot, recently experienced by (B)(6) hospital. Information received was that more than 5 vcare handles broke free during surgery over the last 4 weeks. No specific surgeon, date, or procedure information was provided. There was no reported impact or injury to the patients. No other clarification is available. The customer acknowledge that conmed was not previously notified nor were the devices kept for lot number or product code verification. Although there is limited information, based on previous reporting for similar incidents, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence.